Event description:
Event description guidant received information that this pacemaker stored inappropriate ventricular tachycardia episodes, due to noise. The noise resulted in oversensing, which caused pauses in pacing and a paced rate as low as 30ppm. Additionally, it was reported that the device was pacing at the maximum sensor rate; however, when the rate response was programmed to off, the paced rate returned to normal. The decision was made to remove and replace the device and surgically abandon the leads. It was noted that the device was included in the second pdm advisory population.